Event description:
The proximal trigger wire was bent so far down that when trying to release the wire, it pulled the graft down. It finally let go after four times of the graft pulling down that it sprung back up.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal review indicated that the event was caused by inadequate product quality in that the trigger wire was bent. This bending of the trigger wire may have occurred during transportation or processing at the customer's facility. This product is visually inspected to ensure there are no bends, kinks, or other surface imperfections prior to shipping. The appropriate individuals have been notified of this matter.